Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the balloon burst. Vascular access was obtained via radial artery. The 80% stenosed, 2.25-2.50mmx40mm, de novo (progressive) target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 10/2.50 flextome cutting balloon was selected for use. During procedure, a 6f non-bsc guide catheter and a non-bsc guidewire were used to cross the lesion and deliver the balloon. Subsequently, the lesion was pre-dilated with a 2.0x15 and 2.50x10 non-bsc balloon catheters but was very resistant; thus, a 25x10 flextome was decided to use. However, the balloon burst at 4atm upon first inflation for 3 seconds. Consequently, negative pressure was applied, and the balloon was retrieved. The procedure was completed by switching to a new 2.50x15 non-bsc balloon catheter and stenting the lesion with two non-bsc des (2.50x24 & 2.25x24) aided by a guidezilla. No complications reported and patient was stable.

Event description:
It was reported that the balloon burst. Vascular access was obtained via radial artery. The 80% stenosed, 2.25-2.50mmx40mm, de novo (progressive) target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 10/2.50 flextome cutting balloon was selected for use. During procedure, a 6f non-bsc guide catheter and a non-bsc guidewire were used to cross the lesion and deliver the balloon. Subsequently, the lesion was pre-dilated with a 2.0x15 and 2.50x10 non-bsc balloon catheters but was very resistant; thus, a 25x10 flextome was decided to use. However, the balloon burst at 4atm upon first inflation for 3 seconds. Consequently, negative pressure was applied, and the balloon was retrieved. The procedure was completed by switching to a new 2.50x15 non-bsc balloon catheter and stenting the lesion with two non-bsc des (2.50x24 & 2.25x24) aided by a guidezilla. No complications reported and patient was stable.

Manufacturer narrative:
A2. Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that there was blood in the balloon material which suggests that there is a leak in the device. During the visual examination a 4mm long longitudinal tear was detected stretching from approximately 2mm distal of the distal edge of the proximal markerband towards the proximal end of the device. An examination of the balloon material identified no other issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the blades. All blades were intact and fully bonded to the balloon surface. No damage or any issues were noted with the blades that could have contributed to the complaint incident. A visual and tactile examination of the shaft was completed. No damage or any issues were noted with the shaft that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands was completed. There was no burrs or uneven edges observed on the markerbands. No damage or any issues were noted with the markerbands that could have contributed to the complaint incident. A visual and microscopic examination of the tip was completed. No damage or any issues were noted with the tip that could have contributed to the complaint incident.